Manufacturer narrative:
Data relating to manufacturing date is not on the label as UDI-pi. Analysis of the relevant production records of the rods did not identify any anomalies that could be a cause of the event. Investigation of historical adverse event data determined that icotec has become aware of three similar events with this devices to date. The explanted implants are not available for investigation as they were discarded by hospital staff. Investigation is still ongoing. Current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known.

Event description:
A patient was treated with the icotec pedicle system and a non-icotec cage in a surgery ((B)(6) 2024)). 6 weeks post-op, it was detected that the two pedicle rods have broken and the cage has moved. A revision surgery was performed.